Event description:
[Abbott ID now] use for covid-19 under emergency use authorization (eua): the patient's abbott ID now result was positive for covid-19. The same patient's cepheid result was negative for covid-19 and positive for rsv. This is the 3rd time that we have seen this. FDA safety report ID # (B)(4).